Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). User facility number: the customer reported this event to the FDA through medwatch report number: mw5083060. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismaflex m150 set, a disconnection occurred which led to an external blood loss. The disconnection occurred with the return line tubing connected at the top of the filter. Treatment was discontinued immediately after the issue was found. The estimated blood loss was less than 200 mls. Treatment was restarted with a new prismaflex set. No patient symptoms were reported; however, as the patient¿s hemoglobin was already low (7.6), a blood transfusion of prbc's was provided as the hemoglobin level decreased to 7.0 after the event occurred. At the time of this report, the patient outcome was not reported. No additional information is available.